Manufacturer narrative:
This event occurred in (B)(6).

Event description:
It was stated that the patient has been using his coaguchek meter (serial number unknown) for at least four years. It was stated that a few weeks ago he was starting to get results of 3.0 inr and lower. The reporter stated that the patient went to the hospital and tested against their coaguchek meter (serial number unknown). According to the patient, the hospital staff was taking two tests from one fingerstick. The hospital staff would dose first the patient's meter and then the hospital's meter. This was repeated with a second fingerstick for the second set of results. It is not stated as to whether or not that the second fingerstick was on the same or a different finger than the first fingerstick. With the first fingerstick, a result of 3.5 inr was obtained on the patient's meter compared to a result of 4.0 inr on the hospital meter. With the second fingerstick, a result of 4.7 inr was obtained on the patient's meter compared to a result of 4.1 inr on the hospital meter. It was stated that the patient was "not on any drugs or have any conditions that would affect the readings". The patient's therapeutic range is 3-4 inr. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
Relevant retention test strips (lot 203360-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). There were no error messages that occurred. The retention samples were inconspicuous. The customer returned the suspect strips and the meter. The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.